Manufacturer narrative:
Concomitant products: patient medications include allopurinol, diltiazem, finasteride, glucosamine, indapamide, levothyroxine, metoprolol, omega 3, rapaflo, vitamin b-12, vitamin d, warfarin, coumadin, percocet, toprol-xl, rapaflo, synthriod, oxycodone, cholecalciferol, cyanocobalamin, indapamide, levothyroxine sodium, silodosin, xanax, docusate, diauldid, zofran, pyridium, miralax, senokot, hydromorphone, morphine sulfate, ondansetron, sodium chloride, polyethylene, alprazolam, senna, phenazopyridine, promethazine, vitamin b complex, vitamin c, folic acid, simethicone, acyclovir, zovirax, sodium biphosphate, colace, cardizem, and amlodipine. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, follow-up imaging showed that the aortic bifurcation appeared to be tight, which was reportedly causing the rmt281412 to kink. It was reported there was some evidence of limb competition due to the kinking, but there was no evidence of thrombus build up. According to the physician, the aortic bifurcation was small (measurement unknown), and this most likely warranted a kissing balloon technique during the initial implant procedure to prevent kinking. There were reportedly no clinical outcomes or perfusion issues to the patient. The same day, the physician elected to reline the rmt281412 using two 16mm x 6cm wallstent&#10245;endoprostheses. The devices were implanted bilaterally from the aortic bifurcation for extension into the common iliac arteries. A kissing balloon technique was also reportedly performed during the intervention.

Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2015, follow-up imaging showed that the aortic bifurcation appeared to be tight, which was reportedly causing the rmt281412 to kink. It was reported there was some evidence of limb competition due to the kinking, but there was no evidence of thrombus build up. There were reportedly no clinical outcomes or perfusion issues to the patient. The same day, the physician elected to reline the rmt281412 using two additional devices. The devices were implanted bilaterally from the aortic bifurcation for extension into the common iliac arteries. Final angiography showed resolution of the kinking, and the patient tolerated the procedure.